Event description:
It was reported that patients spinal cord stimulator lead had impedances. It was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) and batch: 7123384.